Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed normal sweat. Customer's blood glucose reading at the time of the call was 158 mg/dl. No further information reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corrosion on the keypad traces. No button error alarms noted during testing. The device had cracked case on the lcd display window corners and minor scratches on the lcd display window.